Manufacturer narrative:
(B)(4).

Event description:
It was reported there were telemetry issues, and a battery overdischarge was suspected. The last successful recharge session was about 3 yrs ago in 2008, and the last time any stimulation was felt was also about 3 yrs ago. The primary reason for the overdischarge was problems with recharge coupling. About a month later, it was reported the pt had met with a neurosurgeon and was completing x-rays and a myelogram in order to have the battery replaced. A surgery date had not been set at the time of this report. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.